Manufacturer narrative:
Initial and final MDR 1926421 - MDR 3003442380-2024-11291 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set leaking during use from the site, which cause the patient's blood glucose elevated from 300 to 350 mg/dl. The set was in use for one day. The patient replaced infusion set and resumed insulin successfully. No further information available.